Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient had a poor visual outcome and was myopic. Additional information was received from the surgeon, who reported the lens was exchanged for the same model, different power lens. He reported the patient is doing well following the lens exchange.